Event description:
The customer reported to olympus, the colonovideoscope, angulation was reduced. The issue was found during preparation for use of an unknown diagnostic procedure. The procedure was completed on a similar device. There were no reports of patient harm. During the evaluation the following reportable malfunction was found: there was residue and foreign material from sub water supply channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the angulation being reduced was confirmed as the up direction was out of standards due to the worn angle wire. The following was also found during the device evaluation: the light guide bundle was abnormal, the bending section cover was detached and discolored, the connecting tube was corrugated, the suction cylinder was peeled, the gap on upward/downward angulation control knob was out of standards due to the worn angle-wire, the knob torque of upward/downward angulation control knob on free-engage knob exceeds standards due to the worn angle-wire, the aspiration quantity was out of standards due to the broken channel tube, the waterproof failure was due to the broken channel tube, the lenses glue was worn and the distal end had scratches and dents. Based on the results of the investigation, the foreign material could not be identified. Due to a leak from the channel tube, it likely that the device was not properly reprocessed. However, a definite root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -operation manual includes detection methods in chapter 4 - 4.1. -operation manual includes preventive measures in chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.